Manufacturer narrative:
This report is being filed to provide additional information. Investigation: during follow-up with the customer, it was reported that the patient underwent angio jet thrombectomy due to a clotted arteriovenous fistulas (avf). Per the vascular surgeon at the customer site, this could cause the hemolysis that was reported. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: during customer follow-up, the customer stated that the surgeon administered angiojet during thrombectomy that was performed prior to the tpe procedure and inadvertently forgot to inform her that it will cause hemolysis. Therefore, the surgeon at the customer's site confirmed that the hemolysis was due to the medication given prior to the tpe procedure. Per the rn, she stopped the tpe procedure. The tpe procedure was restarted the following day and they noticed that the plasma was clear. Investigation is in process. A follow-up report will be provided.

Event description:
The customer declined to provide patient ID.

Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. During customer follow-up, the customer stated that the surgeon administered angiojet during thrombectomy that was performed prior to the tpe procedure and inadvertently forgot to inform her that it will cause hemolysis. Therefore, the surgeon at the customer's site confirmed that the hemolysis was due to the medication given prior to the tpe procedure. Investigation is still in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the information provided by the attending physician, root cause was determined to be the result of drugs given to the patient prior to the procedure that were known to cause hemolysis.

Manufacturer narrative:
Investigation: per the customer, the patient received angiojet thrombectomy prior to the tpe procedure. Angiojet thrombectomy is a catheter based procedure used to break up a blood clot that is causing partial or full obstruction of blood flow in an artery, and can cause hemolysis. The cobe spectra did not cause or contribute to the hemolysis reported for this patient. The machine and disposable tubing set operated as intended. Updated root cause: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. There are no allegations from the customer against the system or procedure. Based off the information provided by the attending physician, root cause was determined to be the result of a surgical procedure performed earlier (angiojet thrombectomy) which was known to cause hemolysis. The cobe spectra did not cause or contribute to the hemolysis reported for this patient.

Manufacturer narrative:
Investigation: the customer stated that the patient was initially admitted at the customer's site for a clotted fistula. Per the customer, 0.9% of normal saline 0.9%, anti-coagulant (acda), and albumin bottles were opened at the bedside. The operator checked the fistula, performed doppler on the access and moved it further away, however, the plasma was still red in color. Investigation is in-process. A follow-up report will be provided.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure and they observed red cells in the plasma line, centrifuge and waste bag. Per the customer, no alarms were received for plasma line contamination and the operator confirmed that the tpe set was loaded correctly. The patient is reported in stable condition. Patient identifier (ID), age and weight are not available at this time. The tpe disposable set is not available for return because it was discarded by the customer.